Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from october 20, 2021 to october 21, 2021. H10: the device was received for evaluation. A visual inspection was performed which identified that the finger grip connector was detached from pvc (polyvinyl chloride) tubing. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to damage sustained during customer handling or an inadequate adhesive application during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "position of exhaust gas distribution" (connector) of a sterile repeater pump tube set was broken (connector separated from the tubing) resulting in a leak. This occurred during use of the set in the pharmacy. There was no patient involvement. No additional information is available.